Event description:
It was reported that "air aspirated from the blue (ven) lumen." The blue easy grip female luer is broken off at the base of the stem. The catheter was removed and replaced with another. No pt injury reported.

Manufacturer narrative:
Received one 11.5x 15cm duo-flow ij catheter in which the blue female luer is broken off at the base of the stem. The luer stem remains bonded inside the extension tubing. An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete a final report will be submitted.